Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced continuous low blood glucose (bg) between approximately 40-50 mg/dl. Reportedly, the customer suspects that the correction factor is incorrect. Bg was treated by eating a muffin and consuming sugar. Recommendation was made by tandem's technical support for the customer to contact a health care provider regarding correction factor.